Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately low control solution results. The reporter obtained a control solution reading "112mg/dl" on the subject meter (onetouch ping). It is not known whether or not this falls within the control solution range for this test strip lot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.